Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. The date of the event is an approximation. On (B)(6) 2025, the patient observed a low glucose reading on their continuous glucose monitoring (cgm) device and was self-treated with carbohydrates. Although no symptoms were reported, the patient was unable to perform a fingerstick test and chose to seek medical attention. Upon arrival at the hospital, a fingerstick test was performed. At that time, the cgm continued to display a low reading, while the blood glucose meter showed a value of 600 mg/dl. The patient was treated with intravenous saline fluids and insulin administered via their insulin pump. The patient was discharged on the same day. There was no documentation of additional medical evaluation or intervention. At the time of this report, the patient was fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.